Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the play of the up and down knob was out of the standard value due to wear of the angle wire. Upon further inspection, it was observed that foreign objects were clogging the nozzle. This finding was due to insufficient cleaning of the scope or handling problem. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that the adhesive of the bending section cover had a chip and a white-clouded area due to chemical or physical stress. It was observed that the adhesive around the objective lens and around the light guide lens had a white-clouded area due to deterioration caused by a handling issue. It was also observed that the connecting tube had a dent due to a handling issue. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: bending section cover and on the connecting tube. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. It was unknown if the customer flushes the air and water nozzle with detergent solution. It was unknown if the customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the gastrointestinal videoscope angulation control knob feels too loose or light. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.